Event description:
It was reported that the customer dropped the pump shattering the touchscreen. Pump was not functional. Customer's blood glucose was 160 mg/dl. Customer reverted to using manual injections for insulin therapy.